Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds due to suspected exit block. It was also noted that the patient experienced bradycardia. The lead was capped and replaced. No further patient complications have been reported as a result of this event.